Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.